Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (INS). The reason for call was Patient reported that when switching to Group B the settings is not working for 9 months. Patient stated they did not feel stimulation at all. Patient added they had been supposed to meet with an manufacturer representative (rep) but had been unable to go to the clinic. Agent reviewed and redirected patient to healthcare provider (HCP).

Manufacturer narrative:
B3: Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.